Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (40-50 mg/dl). The cause for low bg levels was unknown. Customer addressed low bg levels with syrup and juice.